Manufacturer narrative:
The technician found the head down valve was sticking open. The technician replaced the valve to repair the bed.

Event description:
Information received indicates the head section is drifting down.